Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc remotely logged in and changed the settings to no unique patient ID and no patient matching. The cause of the reuse of the sample ID for two different patients while the system was configured to match patient ID's is a user error. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The easylink informatics system was enabled by the customer to match patients by patient ID's previously entered into the system. The customer provided a sample ID and manually entered "??" As a patient ID since the lab information system (lis) was down. Since patient ID "??" Was previously recorded, the results were sent and posted under the wrong patient. The error was discovered based on mismatching demographics. The results were not reported out of the lab. There are no reports of patient intervention or adverse health consequences.